Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed that the keypad cover was torn. The ok keypad button was inoperable. The keypad cover was removed, revealing contamination on the ok button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was inoperable due to contamination under the button contact. This report is made based on results of investigation completed on (B)(6) 2016.